Manufacturer narrative:
Philips service replaced the suite pc and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system was stuck at the philips logo and failed to boot up on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.